Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusions occurred. Customer changed pump supplies to address the occlusion alarms and resumed insulin. Customer's blood glucose level was 200-300 mg/dl.